Manufacturer narrative:
Medtronic received the following information from a journal article entitled; onyx versus coil embolization for the treatment of type ii endoleaks, scallan o, kribs s, power a, derose g, duncan a, dubois l journal of vascular surgery scallan et al 1967 volume 73, number 6. Https://doi.org/10.1016/j.jvs.2020.10.069. If information is provided in the future, a supplemental report will be issued.

Event description:
Talent, endurant a non mdt stent grafts were implanted in patients in the endovascular treatment of abdominal aortic aneurysms on unknown dates the following malfunctions were reported; type ia endoleak, type ib endoleaks the following adverse events were reported; infection, fistula, rupture, intervention, explant patient mortality was reported but there is no causal link that a mdt stent graft caused or contributed to any deaths.